Manufacturer narrative:
The reported event was pericardial effusion. As received, a partial lead was returned in two portions for analysis. Final analysis didn t find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented with pacemaker erosion through the pocket and infection. A transesophageal echocardiogram revealed tricuspid valve regurgitation, cardiac perforation, and pericardial effusion caused by the implanted leads. During the system removal procedure, fluoroscopy confirmed dislodgement of both the right atrial (ra) and right ventricular (rv) leads. The pacemaker, ra lead, rv lead, and a previously capped rv lead were explanted on (B)(6) 2026. The patient remained in stable condition.